Event description:
Customer reported the system is displaying a battery disconnected error message. No pt injury was reported.

Manufacturer narrative:
Customer is contacting 3rd party for repair. The exact manufacturing date was unavailable. (B) (4).